Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch ljh638; mfg. Date - 08/14/2017; exp. Date - 07/31/2022, batch lmh313; mfg. Date - 11/14/2017; exp. Date - 10/31/2022. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of the index procedure date and name of the surgical procedure/ no patient information. Surgical procedure: eyelid streamlining. The diagnosis and indication for the index surgical procedure no additional information. Did the suture knots untie post-op or did the suture break post-operatively? Post operatively. On what tissue was the suture used? Eyelid what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? No additional information. How was the suture placed, interrupted or continuous? Continuous. What date did the patient present with symptoms? No information. Was there any precipitating stress factor for the sutures untying, breakage or pulling out of the tissue? No. Was any surgical intervention performed for this suture event? No information. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. What is the physician¿s opinion as to the etiology of our contributing factors to this event? No information. Lot number of the suture? Ljh638.

Manufacturer narrative:
Pc-(B)(4). Unopened samples of product code eh7406, lot lmh313 were sent for analysis. The issue sample was not returned for evaluation. During the visual inspection, no defects were found on the package. The samples were opened and the swage and attachment area were as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage was observed. The samples were tested by knot tensile strength and the result met the requirements. Additional information was requested and the following was obtained: the suture broke post-op 2-3 days after blepharoplastie. Patient had to be returned to theatre and had to be re sutured. Lot ljh638 was involved.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of the index procedure date and name of the surgical procedure the diagnosis and indication for the index surgical procedure did the suture knots untie post-op or did the suture break post-operatively? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? What date did the patient present with symptoms? Was there any precipitating stress factor for the sutures untying, breakage or pulling out of the tissue? Was any surgical intervention performed for this suture event? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of our contributing factors to this event? Lot number of the suture? What is the patient¿s current status?

Event description:
It was reported that the patient underwent eye surgery on (B)(6) 2018 and suture was used. Post-operative, the suture did not hold. A new suture was set. Additional information has been requested.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: lot number of unopened samples was lmh313. This should be the right lot number.